Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur after the reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.